Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the reporter, on 08/22/2024, around 8:00pm, the reporter and the patient's son called the patient in her hotel room as they wanted to check in since they did not hear from her for a while and noted that she was having a diabetic episode. The reporter went to the patients room, and when he arrived the dexcom was reading 'urgent low'. The reporter administered a glucose gel pack, and gave donuts, coke, and a juice. 20 to 30 minutes after the treatment, the continuous glucose monitor (cgm) reading was 61 mg/dl. During the event of the hypoglycemia, it was noted by the reporter that no alerts sounded. There was no documentation of medical intervention. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.